Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6: health effect - impact code - 4620 - prolonged episode of care.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm on (B)(6) 2025. The date of event is approximate according to the reporter, on 12/02/2025, the patient¿s g6 stopped working. While out of session, his blood sugar levels rose significantly. The length of time out of session was not described. It was unknown whether the blood glucose (bg) was being checked while out of session and whether the patient had symptoms. 911 was called, however, the reporter was not present and does not know what actions emergency medical service (ems) took. At the hospital, the bg was over 1000¿mg/dl. In addition to hyperglycemia, the patient experienced a stroke during this period. He was treated with IV fluids and an insulin drip and remained hospitalized for 1 month and 1 week. The reporter was unable to provide further details of the event. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional event or patient information is available.